Manufacturer narrative:
The customer contacted a siemens customer care center and stated that their quality controls were within acceptable range. The customer indicated that three other patient samples were run at the time of issue and the results were acceptable when compared with the alternate instrument. There were no issues with the wash station or instrument maintenance. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit and preventive maintenance and ran precision testing and quality controls, which were acceptable. The cause of the discordant, falsely low tni-ultra result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low cardiac troponin-I (tni-ultra) result was obtained on one patient simple upon repeat testing on an advia centaur cp instrument. The sample was initially run on an alternate instrument, resulting higher. The sample was repeated twice on the same instrument, resulting falsely low upon first rerun and higher upon second rerun. The discordant result was not reported to the physician(s). The higher result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low tni-ultra result.